Event description:
Both legs were almost paralyzed [diplegia]. Left knee pain was excruciating [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a female pt (age not provided) initials (B)(6). The pt's medical history was significant for previous use of synvisc (hylan g-f 20) in the left knee, in 2003 (worked). On an unspecified date in 2004, the pt initiated treatment with synvisc, dosage regimen and route not provided, in the left knee. The lot number for synvisc was not provided. On an unspecified date, the pt received treatment with second synvisc injection in the left knee. During the second injection, the pt experienced excruciating pain and within two hours both legs were almost totally paralyzed (no movement in her toes). The company assessed the event of both legs were almost totally paralyzed as medically significant. The pt received treatment with arthrotec (diclofenac sodium and misoprostol) for the event of excruciating pain. It was reported that it took the pt several days before she could walk on crutches. Both the knees bothered her, were bone on bone and the pt needed a wheelchair to get around. It was also reported that the pt had a lot of bone spurs and had lost (B)(6) pounds in order to help with her knees. The action taken with synvisc treatment was not provided. The outcome for the events of excruciating left knee pain and "both legs were almost paralyzed" was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The causality between synvisc and both the events was not provided.

Manufacturer narrative:
Additional info was received on (B)(4) 2013 in the form of qa results (investigation summary). Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.